Event description:
Medtronic received information that during the implant procedure in 2008, this aortic bioprosthetic heart valve was positioned on it's support; however, the cinch system could not be removed. Thus, the stent posts could not be retracted. During manipulation, it was noted that one of the stent posts perforated the left ventricle. The valve was removed and replaced with a mechanical prosthesis and the ventricle was sutured. On two weeks later, medtronic received additional information that the patient had expired. An internal investigation by the hospital concluded that the valve was not related to the adverse outcome, rather it was related to manipulation during the procedure.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. H3. Analysis: upon receipt, visual inspection revealed the cinch mechanism was not returned with the valve; therefore, analysis of the mechanism was not possible. A review of the device history record reveals that this valve met all manufacturing specifications for product released to distribution. Conclusions: based on the information provided by the hospital and from limited analysis, we have concluded that manipulation of the device during the procedure contributed to the adverse outcome. The hospital investigation concluded that the incident was due to mishandling of the cinch mechanism during implant. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur.